Event description:
It was reported that (2) devices were used during an unknown procedure. It was reported by the affiliate that the firing knob would not advance with both tlc75 devices. Another instrument was used to complete the case. There was no consequence to the pt.